Event description:
On or about (B)(6) 2010, the pt was implanted with a "transobturator tape sling." It was indicated that the product caused the pt to "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.